Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing on the t-wave but not sensing the preceding events due to quiet blanking timer feature. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event. On 2021-07-20 it was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and right ventricular (rv) lead exhibited undersensing. Rv lead was reprogrammed.